Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 4. It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, fibrin filaments and red cell hang up was observed in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.